Event description:
Rptr purchased a clia waived instaread lithium system after reading the literature which stated the system could test lithium levels in whole blood after either fingerstick or blood from an edta tube. As a way of assuring that the test was reliable, rptr also sent samples to regular laboratory. When doing this rptr noticed that there was sometimes up to 0.5 meq/l -higher- difference in the laboratory method, vs point-of-care test. The differences were not consistent enough that rptr could not extrapolate from this a method to "correct" for the variance.